Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. Pump was not dropped/bumped or exposed to moisture. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. P-cap locks properly into the reservoir compartment. The pump passed the displacement test, sleep current test and active current test. Pump failed self-test. Unit was partially downloaded using thump software. Successfully uploaded files on carelink. The power management graph was not generated due downloaded files received were corrupted and led to insufficient data. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Per visual inspection it was determine that the ingress of water corroding harness assembly vibrator. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, scratched case, cracked case (battery tube) and label damage (stained). In conclusion, customer concern for blank display was not confirmed. Vibrate anomaly confirmed during testing due to severe moisture damage on the harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.